Event description:
Caller states customer was unconscious with result of 70 mg/dl obtained on the aviva system. Caller poured juice down her throat; customer regained consciousness and 20 minutes later customer tested 90 mg/dl on the aviva system. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.